Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# va24q2y019 implanted: (B)(6) 2020 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-02, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient called today and stated she's getting oor messages (cannot provide desired intensity settings) on setting a. She can't feel the stim and she would like to feel it and increase her settings. Rep had patient switch over to option b which she experienced the same thing as a (no stim and oor message). On setting c she could feel the stim but when she tried to increase it she got the same message. She stated she was happy with the current settings and wanted to try setting c for a week. Instructed patient to call to set up repro to adjust settings a and b and ultimately c so she can increase. Patient stated she will follow up in a week if needed. Issue resolved. On 2022-mar-24, additional information reported by rep stating patient was seen by rep 3/24 for issues with oor. Impedances checked and 0-7 lead>40,000. Able to program on 8-15 and get good coverage.